Event description:
The needle bent when trying to implant the t's - as pressure was increased when the grey handle would not deploy (implant was still in the intra-articular side of the meniscus) due to pushing of the grey handle a number of times with the incorrect feeback, both implants had activated, one of them did not reach the back of the capsule (t1 or t2 could not be identified) the t at the back of the capsule was left, the other t was cut and removed from the joint. Meniscus was extremely mobile and had 3 tears (very complex) uff was used to complete the repair.

Manufacturer narrative:
(B)(4).